Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.